Event description:
Clinic notes were received for replacement referral due to battery depletion. Additional clinic notes were later received from a visit on (B)(6) 2016, providing that the generator was unable to be interrogated. An estimate of battery life calculation was performed which estimated the device had 0.0 years remaining until the device was near end-of-service. The failure to program was an expected event due to normal battery depletion. Generator replacement surgery occurred on (B)(6) 2016, however high impedance was discovered after diagnostics were performed with the new generator. Full system revision was performed as a result. The explanted generator and the opened but unused generator were received 12/05/2016. Analysis is underway, but has not been completed to-date. The explanted lead has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
Analysis was completed for the opened but unused generator on (B)(6) 2016. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Analysis was completed for the previously implanted generator on (B)(6) 2017. An end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. The report of end of-service and failure to program due to end of-service were duplicated, and as a result, the pulse-disabled due to end-of-service status would not reset. The diagnostic battery voltage calculation result was 1.516 volts. With the pulse generator case removed and the battery still attached to the printed circuit board assembly, the battery measured 1.720 volts, confirming an end of-service condition. The downloaded data calculated that 119.305% of the battery had been consumed. Other than the noted event of pulse- disabled due to end-of-service, there were no additional performance or any other type of adverse conditions found with the pulse generator.